Event description:
The device involved in this MDR report was explanted 14 months after implantation and returned for analysis because absence of output was observed, the device could be interrogated and the memory data showed that the pacing/sensing distribution over time completely changed six months before the explantation.